Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing endcap sticker, cracked lcd window.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm and the customer was unable to reset. Customer's blood glucose was 115 mg/dl. Insulin was squirting out during manual prime. Device was cracked at top of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.